Manufacturer narrative:
No product was returned for investigation.  The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the service completed, the reported tamponade could not be confirmed. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference: 3005334138-2018-00038, 3005334138-2018-00121, 3008452825-2018-00143, 3005334138-2018-00123. Following an atrial fibrillation ablation procedure, a tamponade occurred. After the procedure was completed, the patient became hypotensive. An x-ray confirmed insufficient cardiac contraction. A cardiac massage and pericardiocentesis were performed to stabilize the patient.